Event description:
It was reported that: "unable to inflate the cuff. The inflation line looks welded. It is impossible for the air to pass through to inflate the cuff. Tracheal tube changed on a patient already under general anesthesia. Delay in treatment but no other consequence for the patient."

Manufacturer narrative:
Qn# (B)(4).

Manufacturer narrative:
(B)(4). The reported complaint 'unable to inflate the cuff' was confirmed upon investigation of the returned sample. The customer returned an actual sample without complete pouch (top web with label only is returned) for investigation. Visual inspection revealed that the inflation tube of side arm was squeezed in the middle section. Functional inspection identified that the cuff pressure could not be inflated at all because the inflation tube on the side arm was squeezed, causing a blockage. A device history record review was performed, and no relevant findings were identified. A squeezed inflation tube of the side arm possibly indicates that the inflation tube may have become trapped in the seal area during the sealing process at packaging machine. Further investigation has been initiated under teleflex quality systems to evaluate this issue.

Event description:
It was reported that: "unable to inflate the cuff. The inflation line looks welded. It is impossible for the air to pass through to inflate the cuff. Tracheal tube changed on a patient already under general anesthesia. Delay in treatment but no other consequence for the patient."